Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Reportedly, the customer gave a correction bolus to address their bg level. The customer alleged they were unable to deliver a bolus due to the pump stating a bolus was already in progress. A pump reboot was perfomed and the customer was able to deliver a bolus.